Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went dark, then had a blank display after a battery replacement. The blood glucose reading was 291 mg/dl. When the customer treated with a manual injection. The issue was resolved upon troubleshoot. The display returned with a battery out limit alarm. The customer stated that the batteries had been out of the device greater than the duration allowed by the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.